Event description:
It is reported that the device was missing the ball bearing from the shim. There were no complications or delay reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Recall numbers: zfa 2014-67 and z-1052-2015. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the tasp shim shows signs of repeated use and has one each of components 1 and 2 disassembled and missing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.